Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. The device was repaired and returned to asset inventory. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified because there was not other visible damage to the probe found during evaluation. It is likely the bending section received strong physical stress, which was caused by insertion/withdrawal into/from trocar. Due to this stress, bending tube probably touched the charge-coupled device (ccd) cable and caused ccd cable breakage leading to intermittent image. The instructions for use have the following statement which can prevent the event: "do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that when flexing the scope the image went black, but reappeared when the device was straightened. No patient involvement or injury was reported. No additional information has been obtained.